Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. Despite trying different wall adapters and cables, the issue persisted. Customer continued to use the pump for insulin delivery.